Event description:
It was reported that the patient was seen in the emergency room for complaint of a "hiccup" in their chest. Diaphragmatic stimulation and intermittent undersensing were observed on the right ventricular lead. Noise and oversensing were also present on the lead. The physician attempted to reposition the lead, but experienced positioning trouble. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri45 implantable pacing lead: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead was extrins ically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. The distal lv(low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.